Event description:
A 100 year old patient was having her fractured hip repaired. Bone cement was used during this procedure. Approximately 30 minutes after the bone cement was used, the patient experienced hypotension and subsequently expired.